Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after receiving a vibratory patient notifier. Upon interrogation, high voltage lead impedance and high capture threshold were observed on the right ventricular (rv) lead. Abbott technical support discussed that the lead changes were likely due to a physiologic change rather than lead damage. No intervention was performed and the lead remains implanted. No patient symptoms were reported. The patient will continue to be monitored.

Event description:
New information received stated that the patient presented in clinic for routine follow up. Upon interrogation, out of range , high, pacing lead impedance and loss of capture was observed on the right ventricular lead. The right ventricular lead was capped on 3/11/2019 and a new lead was implanted. The patient was stable before, during and after the procedure.